Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device pj5576 batch number, and no non-conformances were identified. Investigation summary: a suture needle was submitted for evaluation. A used needle/suture piece of the product code j426, lot # pj5576 was received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected and no needle breakage could be observed. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. According to visual inspection of the sample received, no needle breakage was found.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a general surgery procedure on (B)(6) 2019 and suture was used. The tip of the needle broke off while suturing dense tissue. The doctor wasn't able to find the broken tip of the needle. It was not reported how the procedure was completed. There were no patient consequences reported.